Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (1500 mcg/ml at 125 mcg/day) via an implantable infusion pump. It was reported that the hcp was unable to interrogate the pump as it was partially flipped. It was also difficult to refill. He was able to successfully refill the pump, but was not able to fully flip the pump back to the original position. Surgery was performed to correct the pump position, and it was sutured in place. The patient was given a binder to wear after surgery to help with healing in the correct position. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.